Event description:
It was reported that per the manufacturer representative (ep), the healthcare provider (hcp) had implanted lead in the right brain and during the micro recording of the left brain, patient had a bleed on the left brain. Hcp ended up removing the right lead as well to get patient to imaging. Fred haer products were used. Additional information was received that this event was during the initial lead placement at stage 1. It cannot be determined if the brain bleed was caused by or related to any medtronic products. It may have been initially the result of the microelectrode cannula that was inserted first. The cause has been determined to be plavix. The patient said that they stopped taking it 7 days prior but never did. There was a specific test to assess their anticoagulant level and they were at a highly therapeutic level of plavix. Patient was immediately brought down to CT to assess the potential bleed area and then neurosurgeon intervened to remove bleed in the brain area. Patient is still inpatient and stable. This information has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.